Event description:
It was reported that after a da vinci-assisted surgical procedure, the 6mm fenestrated bipolar forceps instrument was found to have a cracked housing. The customer reported event had no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 6mm fenestrated bipolar forceps instrument was analyzed and found to have thermal damage on the molded insulator at the distal end. The instrument was tested for electrical continuity and passed. The molded insulator was not found to be broken or cracked. The root cause of this failure is attributed to user. Additional findings: the instrument was found to have a broken chassis. The broken piece was returned, measuring roughly 1.60mm x 4.85mm. Components adjacent to this broken chassis do not show damage. The common causes of the failure mode broken instrument chassis are attributed to damage during use or reprocessing. Damage can result from mechanical impact, such as an accidental drop of the instrument. Improper cleaning during reprocessing, such as prolonged exposure of the instrument to harsh cleaning agents, can lead to damage.